Event description:
It was reported that the patients non rechargeable ipg reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the hospital.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.